Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of the transmission, it was noted that the right ventricular lead exhibited noise oversensing causing pacing inhibition. No intervention was performed and the patient was in stable condition. The patient will continue to be monitored.

Manufacturer narrative:
Correction: please retract this report 2017865-2022-41997, the same issue was previously reported in 2017865-2021-32067.